Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string is being inserted first... Curious is someone packaging them wrong [device physical property issue]. Case narrative: consumer reported via email that the tampon string was inserted into the applicator wrong. No injury was reported.